Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that there was poor cutting of the probe during a procedure. The issue was resolved by replacing the product. There was no patient harm reported. Additional information and product sample have been requested.

Manufacturer narrative:
The sample for this event was not returned. The final lot contained two component probe lots. A device history record review for each of the lots was conducted. According to the device history reviews, one lot was reprocessed for an anomaly that could have contributed to the customer complaint. The device history record review does not point to a root cause because the lot was reprocessed and the product released met the product¿s acceptance criteria. No anomaly was found during the device history record review for the other lot. A complaint lot history examination indicates there was one other complaint for the reported issue.. A sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. (B)(4).